Event description:
It was reported that a patient underwent an obturator sling procedure on (B) (6) 2010. Following the procedure, the patient has experienced continuing pain, nocturia, urgency, and lower abdominal pain after urinating. The patient also has symptoms of the bladder not emptying fully and is self-catheterizing. The patient has been prescribed estrogen pessaries, antibiotics, and paracetamol and ibuprofen for analgesia. The patient wants to have the sling removed.

Manufacturer narrative:
(B) (4). (B) (4). Urinary retention. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.